Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') and allergy to metals ('known allergy to nickel, recently diagnosed allergy to chrome and cobalt') in a female patient who had essure (batch no. 740651) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrosis"), psoriasis ("psoriasis"), fatigue ("permanent fatigue"), paraesthesia ("paraesthesia of toes"), morton's syndrome ("morton¿s syndrome"), rotator cuff syndrome ("rupture of rotator cuff with frozen shoulder"), vitamin d deficiency ("vitamin d deficiency"), abdominal pain upper ("recurring gastric pain"), memory impairment ("memory problem"), depression ("depression"), disturbance in attention ("concentration problem") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, allergy to metals, dyshidrotic eczema, psoriasis, fatigue, paraesthesia, morton's syndrome, rotator cuff syndrome, vitamin d deficiency, abdominal pain upper, memory impairment, depression, disturbance in attention and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, allergy to metals, depression, disturbance in attention, dyshidrotic eczema, fatigue, insomnia, memory impairment, morton's syndrome, paraesthesia, psoriasis, rotator cuff syndrome and vitamin d deficiency with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-aug-2021. The most recent information was received on 12-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') and allergy to metals ('known allergy to nickel, recently diagnosed allergy to chrome and cobalt') in a female patient who had essure (batch no. 740651) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrosis"), psoriasis ("psoriasis"), fatigue ("permanent fatigue"), paraesthesia ("paraesthesia of toes"), morton's syndrome ("morton¿s syndrome"), rotator cuff syndrome ("rupture of rotator cuff with frozen shoulder"), vitamin d deficiency ("vitamin d deficiency"), abdominal pain upper ("recurring gastric pain"), memory impairment ("memory problem"), depression ("depression"), disturbance in attention ("concentration problem") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, allergy to metals, dyshidrotic eczema, psoriasis, fatigue, paraesthesia, morton's syndrome, rotator cuff syndrome, vitamin d deficiency, abdominal pain upper, memory impairment, depression, disturbance in attention and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, allergy to metals, depression, disturbance in attention, dyshidrotic eczema, fatigue, insomnia, memory impairment, morton's syndrome, paraesthesia, psoriasis, rotator cuff syndrome and vitamin d deficiency with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Lot number: 740651, manufacture date: 2010-05, and expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.